Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: during a preventative maintenance (pm) service, the getinge field service engineer (fse) reported that the unit failed a battery test. To fix the issue, the fse replaced batteries( (B)(4)), and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomedical engineer.

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), that the cs300 intra- aortic balloon pump (iabp) failed the battery test. There was no patient involved and no adverse event was reported.